Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a 157 mg/dl result on the compact plus system at 4:00 pm and she was having symptoms of hypoglycemia. The device result didn't match the symptoms of being weak and disoriented. The customer tested on her husband's aviva meter at 4:30 pm and received a result of 64 mg/dl. The customer's son treated her with orange juice. The customer was unable to self-treat. The customer was not taken to the hospital. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.